Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and the guideware was stuck in the lead. It was noted that there was blood/body fluid on the outer tubing overlay, there was blood in/on the helix/lobe mechanism and the lead appeared to have been damaged at implant.

Event description:
It was reported that during the left ventricular lead implant, the guide wire could not be removed from the lead. The lead was removed and replaced. No patient complications have been reported as a result of this event.